Event description:
Device explanted due to eri. Patient presented to ER on (B)(6) 2025 and at interrogation, device had no response to magnet. No recent procedures or events reported. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.